Event description:
It was reported that during a valvuloplasty procedure, the device allegedly had leak at 2 atm. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one true dilatation pta catheter was received for evaluation. During visual evaluation, no anomalies were noted to the y-body/strain relief. During functional testing, an in-house presto inflation device was used to inflate the balloon. The balloon maintained pressure and no leak was seen. No other functional testing was performed. Therefore, the investigation is unconfirmed for the reported leak as there was no leak noted on the device during functional testing. A definitive root cause for the reported leak could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. B5, d4 (expiration date: 02/2026). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiration date: 02/2026). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Device pending return.

Event description:
It was reported that during a valvuloplasty procedure, the device allegedly had leaked at 2 atm. There was no reported patient injury.